Event description:
On (B)(6) 2025, a patient underwent port placement procedure using a titanium port. Post a port placement, the catheter allegedly found ruptured. It was further reported that the catheter allegedly found major scar fibrosis around the catheter with no ability to mobilize it and decision to leave part of the catheter in place. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one titanium implantable port with an attached groshong catheter was received for evaluation. Gross visual, microscopic and functional evaluations were performed. The sample appeared to have residue and tissue throughout, with the tissue still attached to the cath-lock and the connected catheter. And the edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round/smooth in the other region. A small split was noted between the regions. Therefore, the investigation is confirmed for the reported fracture, device appears to trigger rejection and identified material separation, wear and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent port placement procedure using a titanium port. Post a port placement, the catheter allegedly found ruptured. It was further reported that the catheter allegedly found major scar fibrosis around the catheter with no ability to mobilize it and decision to leave part of the catheter in place. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.